Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Sensing/oversensing: 15-ventricular nst<(> <<)>=210 ms on (B)(4) 2013. 10-vf<(><<)>=190 ms average v-cycle between (B)(4) 2013. Alerts: 1 - patient alert for lead failure predictor on (B)(4) 2013. The device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet, and the set screw was found to have a rounded socket.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Sensing/oversensing: 15-ventricular nst<(> <<)>=210 ms on (B)(4) 2013. 10-vf<(><<)>=190 ms average v-cycle between (B)(4) 2013 and (B)(4) 2013. Alerts: 1 - patient alert for lead failure predictor on (B)(4) 2013.

Event description:
It was reported that shortly after implant, the patient received multiple inappropriate shocks. It was determined that the cause of the shocks was a loose setscrew in the device header. The physician attempted to reposition the setscrew, but after multiple attempts, the screw would no longer move. The device was explanted and replaced. No further patient complications have been reported asa result of this event.

Event description:
It was reported that shortly after implant, the patient received multiple inappropriate shocks. It was determined that the cause of the shocks was a loose setscrew in the device header. The physician attempted to reposition the setscrew, but after multiple attempts, the screw would no longer move. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that shortly after implant, the patient received multiple inappropriate shocks. It was determined that the cause of the shocks was a loose setscrew in the device header. The physician attempted to reposition the setscrew, but after multiple attempts, the screw would no longer move. The device was explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.